Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm noted. The device had minor scratches to lcd window, cracked case near lcd window corner, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address and or serial number label, and stained end cap sticker.

Event description:
It was reported that the customer had high blood glucose levels of 8.2 mmol/l. The father of the customer reported a button error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.